Manufacturer narrative:
Concomitant medical devices: product ID: 37602, serial# (B)(4), implanted: (B)(6) 2012, product type: implantable neurostimulator. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 3387s-40, lot# v111315, implanted: (B)(6), 2008, product type: lead. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6), 2008, product type: extension. Product ID: 3387s-40, lot# v119979, implanted: (B)(6), 2008, product type: lead. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6), 2008, product type: extension. Product ID: 37602, serial# (B)(4), implanted: (B)(6), 2012, product type: implantable neurostimulator.

Event description:
It was reported the patient falls a lot and the fell every few steps. The falls had dramatically increased in the last six months. The patient inquired if it was possible for the lead to detach from the implantable neurostimulator (ins) or if a break in the system could possibly cause heart issues. In the morning the patient had a feeling of electricity in their body. When the patient got up they felt heat in their leg that caused cramps, but once cooled they were okay. The issues started about six months prior to this report. For a long time the patient had easily lost their train of thought. For the last few years the patient had not been able to feel when the sinemet had worn off as they were with the previous implant. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.